Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found one bro ken/missing snap and the broken piece was not returned. The reported condition was confirmed. The investigation found a broken snap on the electrode jaw. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the reported event to be attributed to user error. Refer to the product instructions for use for additional information on the proper method of assembling the electrodes onto the reusable instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device pins connecting to the reusable handle kept coming loose. There was no patient injury. No additional information available. Initial investigation found that one broken/missing snap and the broken piece was not returned.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device pins connecting to the reusable handle kept coming loose. There was no pat ient injury. No additional information available. Medtronic initial investigation found that one broken/missing snap and the broken piece was not returned. Nothing fell into patient's cavity.